Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the 1st obtuse marginal. The lesion of 90% stenosed, 3.0mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 2.50x32mm and 3.0x16mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. Post-index procedure/prior to discharge, the patient experienced myocardial infarction. The event is considered recovering/resolving. The patient was discharged 6 days later on aspirin and prasugrel.

Event description:
It was further reported that during the index procedure, intravascular ultrasound (ivus) revealed incomplete apposition and the stents were post-dilated. Residual stenosis was 0%. Post index procedure, the patient denied chest pain or shortness of breath. The patient hospitalization was prolonged for treatment of contrast induced nephropathy. The event was resolved without residual effects 7 days later instead of 6 days as initially reported.

Event description:
(B)(4). Same case as: 2134265-2010-03759. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the 1st obtuse marginal. The lesion of 90% stenosed, 3.0mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 2.50x32mm and 3.0x16mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. Post-index procedure/prior to discharge, the patient experienced myocardial infarction. The event is considered recovering/resolving. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).